Manufacturer narrative:
The reported device behaviour could be reproduced by means of the device logfile. During the case in question several times an expiratory flow during inspiration was detected which typically is caused by an inadequate closing electronic peep valve resulting in a delayed closure of the pneumatic peep valve. In consequence, the device alarmed for "check ventilator assembly" as reported. In general, a sticking/stucking peep valve is detected during automatic post. If the corresponding test step fails, an appropriate message is displayed on the screen. During automatic ventilation, pressure control might be disturbed, as consequence airway pressures, tidal and minute volumes deviating from user settings are possible. Depending on the set alarm limits, alarms regarding inspiratory pressure and/or tidal/minute volume will be generated, as well as technical alarms like "check ventilator assembly" as happened in this case. The device reacted as specified and posted corresponding alarms to inform the user about the.

Event description:
It was reported that mechanical ventilation was not possible during operation and the patient was not adequately ventilated. Remedy by switching to manual operation. Device was replaced. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.